Event description:
It was reported that there was high impedance greater than 40,000 ohms on all combinations with 8. This event occurred during procedure. There was no action required as a result of the event. Impedance testing was carried out and the issue was not resolved. The physician felt it was the lead end cap that caused the issue. Contact 8 was visibly damaged upon inspection. There were no symptoms or complications associated with this event. Additional information reported the issue was still not resolved. If further information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0rqca, implanted:(B)(6) 2015, product type: lead. (B)(4).